Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: "during the infusion time, the intravenous indwelling needle was given to the patient, and the intravenous indwelling needle was found to leak, resulting to re-inject the intravenous indwelling needle to the patient".

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the indwelling needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the infusion time, the intravenous indwelling needle was given to the patient, and the intravenous indwelling needle was found to leak, resulting to re-inject the intravenous indwelling needle to the patient ".